Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified diagonal branch. After pre-dilation was performed with a 2x12mm emerge balloon catheter. A 2.25 x 12 and 2.50 x 16 synergy drug-eluting stents were selected for use; but, during insertion, the stents lose wire access. The stents were completely removed from the patient's body. The physician decided not to proceed and aborted the procedure. No patient complications were reported.